Manufacturer narrative:
Contact office phone number : (B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient underwent: posterior spinal fusion l2 to l5. ) posterior spinal instrumentation legacy system l2 to l5. Right iliac crest bone graft. Preoperative diagnosis: severe spinal stenosis with severe degenerative disc disease. Per-op notes: "all screws stimulated well and intraoperative films showed good alignment and fixation. We then contoured the rod, locked into space with the set screws. From that standpoint, the wound was then washed out, using rhbmp-2/acs, local bone graft and autograft with cancellous chips, this was placed in the facets, and the posterolateral gutters."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with intractable back and leg symptoms, and was diagnosed with severe spinal stenosis with severe degenerative disc disease. He has complete dye block at multiple regions, scheduled to undergo operative intervention. The patient underwent a posterior spinal fusion l2 to l5 using posterior spinal instrumentation legacy system l2 to l5, right iliac crest bone graft and rhbmp-2/acs. After screws were in place, the rod was contoured and locked into place with the set screws the wound was then washed out and infuse, local bone graft and autograft with cancellous chips was placed in the facets, and the posterolateral gutters. The patient's post-operative period was marked by complications which included, additional surgery, medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation.